Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient presented for a routine follow up in clinic. Upon interrogation, the pulse generator exhibited premature battery depletion. The patient was asymptomatic. The device was explanted and replaced successfully on (B)(6) 2017. The patient's condition was stable post procedure.